Manufacturer narrative:
The reported event is unconfirmed. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector and its packaging. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector and packaging label without original packaging. Verified material number 119314, manufacturing lot number ngjr2162 and batch number myjx2846. Visual inspection noted the balloon was partially inflated. Deflated balloon passively using in-house luer lock syringe with no cuffing or leaks noted. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon observed (100:0). The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, sterile water entered the foley catheter balloon, but when it was pulled out, the water did not return. Per investigator's notification received on 07jan2026, it was reported that there was an asymmetrical balloon observed during sample evaluation.

Event description:
It was reported that before use, sterile water entered the foley catheter balloon, but when it was pulled out, the water did not return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.